Manufacturer narrative:
(B)(4). Although requested, it is unknown if the sample is available. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a clearlink system, continu-floset, 2 luer activated valves m, would not function when piggybacking a non-baxter blood set into the lowest y port of the baxter set. They removed the non-baxter blood set in order to separate the line and tried to flush at the primary y site with a saline syringe and that was "a no go either". The condition occurred during infusion. There was a patient involved, but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one unused sample was received for evaluation. Visual inspection did not reveal any defects. Functional tests were performed, and no failures were observed. The reported condition was not confirmed. The root cause was not identified. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.